Event description:
It was reported by the patient's legal guardian (lg) that the patient went to the emergency room at (B)(6) hospital with hyperglycemia. The patient's blood glucose levels reached around 22 mmol/l (396 mg/dl) and ketones of 1.6 mmol/l while wearing the pod between 5 and 24 hours. The patient reported being unsure if the pod cannula was properly seated in the infusion site (leg). Symptoms reported include vomiting and feeling sick. The patient was treated with insulin via insulin pens. The patient was discharged on the same day. The pod was removed and discarded prior to the emergency room visit and a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.